Event description:
A 15mm diameter x 8.5cm length iliac stent graft with xpedient delivery system was inserted in a pt for endovascular treatment of an iliac artery pseudo aneurysm. The pt had a previous open surgical repair of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the physician had difficulty accessing the iliac artery, so an angioplasty balloon was used to dilate the iliac artery. After deployment of the stent graft the pt's blood pressure dropped due to a dissection in the artery. A wall graft was placed in order to stop the bleeding; however, that did not stop the bleeding and both the stent graft and the wall graft were surgically removed. An 8mm dacron graft was successfully sewn in. No clinical sequelae were reported, and the pt is reported to be in stable condition.